Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula did not fully deploy and did not pierce the skin, indicating a needle mechanism failure. No impact to the patient¿s blood glucose level was reported. The pod was worn for less than one hour.

Manufacturer narrative:
The pod was received with the cannula fully deployed with the slide insert held securely by the catch beam. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 306 pulses and completed multiple boluses before deactivation. The investigation found no issues that would result in the cannula retracting. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. The soft cannula was observed to be stretched and kinked, measuring over specification. Fluid was unable to flow through the complete fluid path due to the kinked soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.